Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions, as it was able to prime, fire and obtain 30 chicken breast samples without issue. An x-ray showed that the cannula tangs appeared to be fully engaging with the device housing when the top slide was in the primed position. It was noted upon disassembly that the left bumper was bent by the stylet spring. Based on the findings, the investigation is unconfirmed for the reported self-activation. However, the definitive root cause could not be determined based upon available information. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy into normal tissue density a biopsy instrument allegedly self activated. Reportedly, another device with no coaxial was used to complete the procedure. There was no reported patient injury.